Event description:
Device new out of box makes a loud humming noise even when turned off.

Manufacturer narrative:
(B)(4). Device new out of box makes a loud humming noise even when turned off. There was no pt involvement. The device was returned to philips for evaluation. The customer received a new device as the resolution to this failure. A philips product support engineer evaluated the device and clarified the symptom as an audio failure. The device was further evaluated and the problem was isolated to a faulty processor pca.